Event description:
It was reported that during a sigmoid colon resection procedure, the initial procedure went well. It is unknown if a leak test was performed to test the anastomosis during the initial procedure. Two to three weeks post-op, a leak was detected. It is unknown how the leak was detected or repaired. The surgeon stated that there was no tension on the anastomosis. There is no further information at this time. The device was discarded. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4).